Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: no last name provided. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product had error 1720. Event occurred during patient use, during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed error code 1720. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the backup capacitor. As a result, the backup capacitor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.